Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high" with trace ketones, however, specific blood glucose (bg) value was not provided. Reportedly, bg was addressed with boluses via the pump and manual insulin injections, if necessary. The pump supplies were changed to address the issue.